Event description:
Eswl machine (ultrasound machine used for urinary tract stones) would not work in conjunction with EKG. Pt's case had to be cancelled at the last minute because the box would not "gate" the shock waves through the EKG.